Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch 1220908-2022-04810. Evaluation results: the device was returned to zoll singapore for evaluation. The customer's report was duplicated and attributed to a faulty multifunction cable (mfc). The mfc was replaced to resolve the report. The device was recertified and returned to the customer. Anaylsis of reports of this type has not identified an increase in trend.